Event description:
It was reported that after approximately 30 hours of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The iab was removed. After removal, patient decompensation occurred over several hours so a new iab was inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Three kinks were found on the catheter tubing and inner lumen approximately 61.7cm, 74.7cm and 75.7cm from the iab tip. Additionally the optical fiber was found to be broken at the kinked location of 61.7cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.